Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "key" of a nitroglycerin set with duo-vent spike broke off in the unspecified pump. This event was identified when the nurse went to hang etoposide infusion for the patient. The infusion had be to compounded again as a result. There was no report of patient injury or medical intervention associated with this event. No additional information is available.